Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they had a short circuit that was found during a replacement. After the replacement, the short persisted.  Contact 1 and 3 are not being used for programming no symptoms were reported.